Event description:
Patient has intermittently not achieved his uf goals following routine hemodialysis treatments. Patient presented for clinic visit in fluid overload with symptoms of sob and leg edema. Patient dry weight was decreased due to a change in body weight and cycler was returned for service. An additional dialysis treatment was performed to remove excess fluid. No other medical intervention was reported.

Manufacturer narrative:
Device has not yet been returned and investigation is ongoing at the time of this report. A follow up report will be submitted.